Event description:
User received discrepant urine total protein results for two patient samples. The discrepant patient results were not reported and are solely used to determine dilutions used for electrophoresis. Sample 1 initially recovered 38 mg/dl, repeated as <6 mg/dl, as second repeat ran in 2008, recovered <6 mg/dl. Sample 2 initially recovered 19 mg/dl the following month, it was repeated the same day and recovered <6 mg/dl. Sample 1 and 2 were tested for protein using a salicylic acid test prior to performing electrophoresis. The results from the salicylic acid test did not agree with the original sample results. No data was provided regarding the salicylic acid test. Affected results were not reported. No treatment was received as the test was used to determine dilutions needed for electrophoresis. The electrophoresis results are reported. The field service representative determined the cause to be contamination in the analyzer. The analyzer was decontaminated and bi-annual preventive maintenance was completed. Performance tests were performed and within specification.